Event description:
It was reported that the involved central venous catheter was retracted slightly and broke cleanly during insertion. The staff retrieved the fractured piece. The procedure was then completed with a new catheter. There were no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.